Manufacturer narrative:
(B)(4). The peritonitis was specified as bacterial peritonitis. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (dose, route and frequency not reported). Seventeen days after being admitted to the hospital, the patient was discharged and was recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1947. (B)(6). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized and the outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.